Event description:
Customer reported a communication error and multiple issues including vertical lift issues. No pt injury reported. Issue reported to gehc april 10, 2007.

Manufacturer narrative:
Service rep investigated system. Completed repairs. Add'l info not available. System returned to service.